Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim valve was returned for evaluation. Device history record (DHR) - the product code 82-3162 with lot number 4302815, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was 40mmh2o. The valve was visually inspected; it was noted the distal connector part has been broken off from the siphon guard. The silicone housing was visually inspected, no defects noted. The silicone housing was peeled back to reveal the end of the siphon guard, the connector seems to have been snapped off. The connector was visually inspected, marks possibly from a clap or forceps were noted in the broken off connector. The root cause for the issue reported by the customer, is due to wrong handling clamp or forceps marks were noted on the connector.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported that the distal end where the peritoneal catheter attaches broke off during the procedure. Another valve was used to complete the procedure. No patient injury and a few minutes surgical delay reported (time to get another valve).